Event description:
On 10/18/1999, the distributor informed the MFR (MFR.) Via a faxed report of the following: the facility's purchase agent informed the distributor that the product was missing the introducer kit. Nothing was opened other then the outer carton. No further details were provided.